Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the up, down, and ok buttons were intermittently over-responsive and intermittently under-responsive to button presses. The reporter confirmed that there was no known damage to the keypad or moisture ingress into the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump keypad was observed to be intact with no evidence of peeling or damage. The keypad buttons were tested and all keys were responsive to button presses. The keypad was removed and there was no evidence of contamination on the key contacts. Unrelated to the complaint, the display screen was found to be dim and pink.